Event description:
It was reported that, when this console was started, error code 703 appeared, and it could no longer be used. The procedure was cancelled due to this error. There were no patient complications. This event is being reported due to the procedure being aborted post the administration of sedation/sedation administration is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). During service, error 703 occurred, thus confirming the reported allegation. The di filter, particle filter, air filter, blast shield and cooling water were replaced, which resolved the issue. The console was confirmed to be performing as expected after those components were replaced. According to the analysis results and information available, the error code displayed is related to a deterioration of the cooling-related filter.

Event description:
It was reported that, when this console was started, error code 703 appeared, and it could no longer be used. The procedure was cancelled due to this error. There were no patient complications. This event is being reported due to the procedure being aborted post the administration of sedation/sedation administration is unknown.